Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a no delivery alarm during manual prime and was able to clear the alarm by a complete set change. The customer also reported that he kept the insulin in the refrigerator and he noticed air bubbles. The customer's blood glucose level was unknown. The customer's products were replaced and was informed to return his products for analysis.

Manufacturer narrative:
Three random sealed reservoirs were evaluated and the reservoirs, snap cap and septum were inspected for anomalies. None were found. An occlusion test was performed and the reservoirs were not occluded.